Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they had met with a rep who told the pt that 3 of their 13 "leads" (assumed electrodes) weren't working and that they needed their ins replaced (pt said they were in an automobile accident). Pt said they had been trying to get a pain management/surgeon to take the ins out or to repair it, however, have been unsuccessful. Pt said no other hcp wants to work on their ins since they were not the one who implanted it. Pt said they were not currently receiving any stimulation and that their device was not working correctly. Pt said they had been having the problem for a couple of months but later in the call mentioned they had been trying to find a hcp for 6 months. Pt mentioned they had already gone through the list of physicians, therefore pss also emailed the reps in the area. Redirected caller: patient's hcp. Additional information was received from the rep and it was reported that the only contact 0-2 are working. He is suppose to have lead revision being scheduled soon in near future.